Event description:
Caller reported unstable charging connection, requiring strategic positioning of charging cable and pump for successful charge initiation. There was no adverse impact to the customer¿s blood glucose level. Cts decided to send a replacement tandem cable and wall adapter, and the patient was set to receive a pump replacement as part of an additional case resolution.